Event description:
It was reported that the patient had open heart surgery. The post-operative check showed the chronic right atrial (ra) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.